Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Additional product codes for this report include: mni, mnh, kwp, and kwq. (B)(4); lot number unknown. The original implant procedure occurred on an unknown date in (B)(6) 2015. Per the facility, the complainant parts will not be returned for investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a synthes titanium universal spine system (uss) from l1 - l3 during a posterior procedure in (B)(6) 2015. The treatment was for a traumatic l2 burst fracture. At the time, no screws were placed in the damaged l2 vertebrae. The surgeon indicated that the patient was non-compliant following the procedure and did not wear the recommended brace. On an unknown date, the l3 screws cut out of the pedicles and became loose. The patient returned to the operating room (or) on (B)(6) 2015, where all of the uss fracture hardware was removed. The surgeon then implanted larger diameter uss dual opening screws at l1 and l3. The construct was also extended cranial and caudal by one level and screws were placed in the l2 vertebrae. The new uss dual opening construct now runs from t12 - l4. The rods were then connected and the procedure was completed successfully. This report is 3 of 6 for (B)(4).